Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was over 400 mg/dl. Troubleshooting was performed. The self test passed. However, the high pressure test failed. Nothing further was reported.